Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion sensor failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service within the review period. Event history shows cassette not attached properly alarm. The reported problem was duplicated. The downstream occlusion (dso) sensor failed to activate in manufacturing utility mode. Sensor was stuck at 255 mv. After attaching a cassette, an alarm of cassette not attached properly occurred after moving the latch to the closed position. The cause is the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.